Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the device was unable to detect a test patient load. Physio-control confirmed that the cause of the reported issue was the quik-combo therapy cable. The customer was advised to obtain a replacement quik-combo therapy cable. Physio-control was unable to duplicate or confirm the reported loss of power. The cause of the reported loss of power could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was being used to treat a patient whose heart rhythm was in ventricular fibrillation (vf). The paramedic on scene advised that he had delivered a shock of 360 joules to the patient. Following the shock, the device appeared to cycle power unexpectedly and then gave a "connect electrodes" message. The paramedic then changed out the therapy electrodes (both sets were physio-brand redi-pak quik-combo defibrillation electrodes) but that did not resolve the reported issue. A backup device was available for use. The paramedic then connected the second set of electrodes to the backup device and was able to successfully obtain the patient's ECG waveform and continue care. The patient survived the event. There were no reports of adverse effects to the patient as a result of the reported issue. The paramedic advised that following the event he printed out the code summary from the original unit and observed that the 1st 360 joule shock that they had attempted registered as "abnormal," and that the ECG waveform recorded by the device showed dashed lines (- - -) both before and after the shock attempt, indicating a lack of connection to the patient. No further details were provided. Physio-control has attempted to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Additional patient information was received, reference additions to section a and section b7 other relevant history.

Event description:
The customer contacted physio-control to report that their device was being used to treat a patient whose heart rhythm was in ventricular fibrillation (vf). The paramedic on scene advised that he had delivered a shock of 360 joules to the patient. Following the shock, the device appeared to cycle power unexpectedly and then gave a "connect electrodes" message. The paramedic then changed out the therapy electrodes (both sets were physio-brand redi-pak quik-combo defibrillation electrodes) but that did not resolve the reported issue. A backup device was available for use. The paramedic then connected the second set of electrodes to the backup device and was able to successfully obtain the patient's ECG waveform and continue care. The patient survived the event. There were no reports of adverse effects to the patient as a result of the reported issue. The paramedic advised that following the event he printed out the code summary from the original unit and observed that the 1st 360 joule shock that they had attempted registered as "abnormal," and that the ECG waveform recorded by the device showed dashed lines (- - -) both before and after the shock attempt, indicating a lack of connection to the patient. No further details were provided. Physio-control has attempted to obtain additional information about the patient; however, no response has been received.